Event description:
The catheter was not returned for analysis. There are no other reports of breakage. For the catheter tubing to break, it must be stretched beyond capacity. The tegaderm dressing is only 5 inches long, if 4 inches of tubing was left outside the site, it would be difficult to dress the catheter according to gesco guidelines. If only 2 inches of catheter tubing was left outside the site, dressing would more likely be correct. Due to conflicting info given concerning catheter dressing, product failure cannot be confirmed. Since 7/1/94, there have been 12 reports of p3g breakages at the hub/tubing joint. The lot numbers of 2 of these reports were not recorded by the reporter & cannot be traced. Ten of these reports are against 7 different lot numbers which have a combined total of 62,093 catheters. The severity of occurrence is noted in the product labeling: "migration of catheter". Of the 12 hub/tubing joint breakages against the p3g, only one has resulted in catheter migration & surgical removal. This type of event is not occurring at a greater frequency than is expected for the device.